Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Cont. E1: phone: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for right side. Device was explanted.